Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, possible breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. Additionally, it was reported that the left breast prosthesis possibly ruptured. As a results, the patient is scheduled to undergo explantation on (B)(6) 2024.

Manufacturer narrative:
On 01-mar-2024, mentor received additional information about the event: the patient developed bilateral wrinkling on the breasts in (B)(6) 2002. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-03016 for the report for the patient¿s right breast prosthesis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).